Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the myometrium along the posterior fundus'), device expulsion ('embedded in the myometrium along the posterior fundus') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, embedded device, menorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Number of proximal coils: 1 on left cornua and 2 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: functional essure springs with total occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain; menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2021: medical record received event "embedded in the myometrium along the posterior fundus" was added. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the myometrium along the posterior fundus'), device expulsion ('embedded in the myometrium along the posterior fundus') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, embedded device, menorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Number of proximal coils: 1 on left cornua and 2 on right cornua, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: functional essure springs with total occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain; menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2021: medical record received event "embedded in the myometrium along the posterior fundus" was added. Reporter information and medical history were added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the myometrium along the posterior fundus'), device expulsion ('embedded in the myometrium along the posterior fundus') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, embedded device, menorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Number of proximal coils: 1 on left cornua and 2 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2012: functional essure springs with total occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain; menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2021: medical record received event "embedded in the myometrium along the posterior fundus" was added. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the myometrium along the posterior fundus'), device expulsion ('embedded in the myometrium along the posterior fundus') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, pelvic pain, abdominal pain, dysmenorrhoea and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, embedded device, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Number of proximal coils: 1 on left cornua and 2 on right cornua, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: functional essure springs with total occlusion of fallopian tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the myometrium along the posterior fundus'), device expulsion ('embedded in the myometrium along the posterior fundus') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, embedded device, menorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Number of proximal coils: 1 on left cornua and 2 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2012: functional essure springs with total occlusion of fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain; menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2021: medical record received event "embedded in the myometrium along the posterior fundus" was added. Reporter information and medical history were added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: results not provided. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: reporter, patient demographics were added. Updated suspect drug indication. Injury event was replaced with pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.